Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs ipg was explanted and replaced on (B)(6) 2015 and the pocket site was relocated which resolved the issue.

Event description:
It was reported the patient is experiencing pain at the ipg site which has occurred since implant but has worsened as a result of the patient losing weight. The scs ipg is superficial. Surgical intervention will be taken at a later date to address the issue.